Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the acoustic lens was peeled and had a chip. In addition to the reportable malfunction, the following were noted: due to damage on the charged coupled device unit, the image had shadows; due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive around objective lens was peeled; the adhesive on the bending section cover had a chip, a crack, and was detached; the objective lens had a scratch; the protector of the universal cord on the suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had scratches on the probe. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled and had a chip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization. As there was no information received that implied a clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.